Event description:
Procedure: vats. According to the reporter: the 2nd, 3rd, and 4th sulus did not fire completely. Another device was used without reinforcement material to complete the procedure. Surgery time delay was reported as one hour.

Manufacturer narrative:
(B) (4). (B) (4).